Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The peeling of the sheath of the insertion tube was greater than 1 square millimeter. In addition, the glue was peeling, the objective lens had peeling cement and the evis image had minor flare. There were also scratches and dents on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported there was peeling of the rubber on the insertion tube of the evis exera iii bronchovideoscope. The issue was found at reprocessing. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to physical stress, chemical stress (use of water-insoluble chemical, etc.), or poor storage equipment (direct sunlight, high temperature, high humidity, environment exposed to x-ray / ultraviolet rays, etc.). The instructions for use identify the following verbiage, which may have prevented the phenomenon: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 1.4 warnings and cautions : warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. 8.1 warnings and cautions : storage and disposal : caution: store the endoscope and accessories in an endoscope storage cabinet which also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope.